Manufacturer narrative:
An event regarding damage (deformation) involving a trident driver shaft was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection shows the hexalobular driver tip is deformed. The deformation of the tip indicates that it was damaged while the device being used to tighten a screw. Examination of the returned device with material analysis engineer indicated the damage observed is consistent with in-service use. -medical records received and evaluation: not performed as patient factors did not contribute to event. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been 2 other events for the lot referenced regarding damage to the hexalobular driver tip. Conclusions: visual inspection confirms the reported event which shows that the hexalobular driver tip is deformed. The deformation of the tip indicates that it was damaged while the device being used to tighten a screw. The returned device was consulted with material analysis engineer, concluded that the damage observed is consistent with in-service use.

Event description:
Doctor went to insert a screw and the screwdriver was starting to twist and he didn't feel safe using. There was another screwdriver in the tray that was also twisted so we ended up getting him a new torx screwdriver.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Doctor went to insert a screw and the screwdriver was starting to twist and he didn't feel safe using. There was another screwdriver in the tray that was also twisted so we ended up getting him a new torx screwdriver.